Event description:
Patient is an ex-smoker with a history of hypertension and hyperlipidemia. Patients cardiac status at time of index procedure was acs. During index procedure the patient had 2 during index procedure the patient had 2 endeavor sprint otw drug-eluting stents implanted to the rca. Approximately 18 months post index procedure the patient suffered a stroke. The stroke was treated with medication. The investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (cva/stroke). (B)(4).

Event description:
Dapt was discontinued after the previously reported stroke event.